Manufacturer narrative:
(B)(4).

Event description:
It was reported that low r wave sensing and poor capture thresholds were observed. The lead remains implanted and the device was reprogrammed. The patient condition was stable.